Manufacturer narrative:
The customer confirmed contamination in the flow cell based on the culture result. A field service engineer (fse) was dispatched and evaluated the device. The fse performed pm c and pm d [preventive maintenance, ion-selective electrode (ise) and modular chemistry (mc) cups] and replaced multiple ise hardware components [ratio pump, reference electrode, ise tubing, eic (electrolyte injection cup) valves, eic diaphragm and carbon bridge] to resolve the issue.

Event description:
The customer reported that the unicel dxc 600 pro synchron system generated two false high sodium (na) results. The customer verbally provided sodium results from two patients. The results were reported outside of the laboratory. There was no impact to patient treatment. The customer was not aware of any patient treatment affected. Controls (qc) run before and after the event were within lab-established ranges.